Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. After removal, it was found that the stent was flared in the middle. There were no patient complications reported.